Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 4/23/2026. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.